Event description:
The hospital reported that during a bypass procedure, a patient's heart was torn. It was reported that halfway through the case, the surgeon observed blood being absorbed from the suction cup. The blood was noted to be from around the fifth anastomosis where a tear on the heart was observed. The surgeon stitched the tear and completed the case without further issues. No other patient complications were reported. It was reported that the tear is most likely related to the patient's condition. This report is being submitted for the surgical intervention performed.